Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records were limited to the pt's operative report only. We have contacted the initial reporter to request additional info and to request return of the device for evaluation if available. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2001 - the pt was implanted with a bard composix mesh during a laparotomy sacro spinous suspension and lysis of adhesions procedure. The attorneys report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.